Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was broken. No patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 initial reporter name was shortened due to character limitations. The complete name is (B)(6).

Manufacturer narrative:
A getinge field service engineer (fse) evaluated unit and could not find any problem with the operation of the pump. The pump was displaying a maintenance message for the safety disk being due for replacement. The fse replaced the expired safety disk with disk that was supplied by customer. The fse also replaced expired tidal volume disk (0040-00-0458). These maintenance items did not affect the performance of the pump. The fse could not duplicate issue. The device passed all functional and safety tests according to factory specifications and was returned to the customer.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.